Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "user/patient error". The peritonitis was manifested by bloating. It was reported the patient was hospitalized for 15 days. Treatment for the event was not reported. Patient outcome was not reported. Pd therapy is ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.